Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right atrial (ra) lead required multiple repositioning attempts during implant and the lead would not stay in p lace. The physician chose to re-stick the vein and use an alternative lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.